Event description:
Boston scientific received information that high pacing impedance measurements were displayed as the right ventricular (rv) lead was not connected correctly to this implantable cardioverter defibrillator (ICD) during the implant procedure. The lead was reconnected and the impedance measurements normalized. All other measurements were also normal. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.